Event description:
Information received from the field does not address the patient's clinical status but notes a measured data anomaly. The magnet rate and battery current were showing unusual values during a follow-up in november, 2002. The battery current showed an increase during a subsequent follow-up in may, 2003. A software download did not result in any change to the high battery current. Therefore, the device was replaced.